Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 554 mg/dl. Customer¿s blood glucose level was 530 mg/dl at the time of call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer did not want any more further assistance or hinted that she wanted to proceed with any troubleshooting. Customer did high pressure test and it was passed. The insulin pump was not returned for analysis.